Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the interface was loose. The fse tightened the air inlet interface. The unit passed all factory specified performance sand safety index tests. The iabp was delivered to the customer for clinical use.

Event description:
It was reported that during the pre-use test, the cs100 intra-aortic balloon pump (iabp) had a loop leak. The equipment was shut down. It is unknown if there was patient involvement. However, there was no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during the test before use cs100 intra-aortic balloon pump (iabp) loop leaked and the equipment was shut down. There was no patient involvement.